Event description:
It was reported via medwatch (B)(4) that a catheter issue occurred. The patient presented with st-elevation myocardial infarction. The 100% stenosed target lesion was located in the tortuous and non-calcified ostium of the right coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After imaging was completed, the catheter was difficult to remove. The catheter was removed as one unit with the wire, and it was noted that the catheter was intact, but damaged. The procedure was completed with this device. There were no patient complications reported and the patient condition was stable.